Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2014 for high blood glucose. Customer's blood glucose was over 600 mg/dl at the time of admission. Customer stated they were treated and released from the hospital. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.